Event description:
A blood center contacted baxter fenwal quality dept to report that approx 15 mins into the procedure, a donor complained of tightening/discomfort in the throat. The report stated that the donor has turned bright red from head to toe with more redness in the face. Donor stated that she did not feel warm. The procedure was discontinued and the medical director administered 50 mg of benadryl. Donor left in good condition and returned to work. Customer stated that 5 hrs later the donor still had some redness in the face.